Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level. The customer delivered a correction bolus to address bg level. Reportedly, the suspected cause of the bg level was due to the customer consuming food, but not addressing the food with insulin. The customer declined to perform troubleshooting and reported that the pump was operating as intended. Additionally, the customer reported that when correcting for the customer's bg level, the contact observed a red "x" next to the bolus button and thought something was wrong, and had the customer disconnect from the pump. The customer did not receive the insulin as they were disconnected from the pump, and the contact inquired with tandem technical support regarding the cause of the red "x". Tandem technical support educated the customer on the pump features and informed the contact that the red "x" would stop the delivery if it was needed to. Tandem technical support assisted the customer with successfully delivering a bolus.